Event description:
During regular follow up visit, it was reported that the patient had a treated episode for ventricular tachycardia. However, it was not possible to download the egm for the episode. Session was saved and closed to attempt retrieving egm through patient data on hard drive of the programmer but this also did not work.

Event description:
During regular follow up visit, it was reported that the patient had a treated episode for ventricular tachycardia. However, it was not possible to download the egm for the episode. Session was saved and closed to attempt retrieving egm through patient data on hard drive of the programmer but this also did not work.

Event description:
During regular follow up visit, it was reported that the patient had a treated episode for ventricular tachycardia. However, it was not possible to download the egm for the episode. Session was saved and closed to attempt retrieving egm through patient data on hard drive of the programmer but this also did not work.